Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-01176. It was reported that the patient experienced a cerebrospinal fluid leakage during a lead repositioning and replacement procedure (reference MFR report: 3006705815-2018-01148) on (B)(6) 2018. During the procedure, the leads moved to a different location. As a result, the physician decided to explant the scs system (due to csf leak) on that same day and the procedure was abandoned. The patient was treated with a blood patch. Post operatively, the patient experienced headache which was later resolved.